Event description:
The customer reported that two distal covers fell off from the scope during an unspecified procedure into the patient. The user was able to retrieve the fallen parts. Additional information was later received from the customer indicating there were two procedures; however, they could not provide more information for this particular event for which this MDR is being submitted. The customer did note that no anti-fog agent was used on the distal cover. There was no harm or user injury reported due to the event. Case with patient identifier (B)(6) reports the distal cover for this event. Case with patient identifiers (B)(6) (distal cover) and (B)(6) (scope) reports the other procedure.